Event description:
It was reported that that this cardiac resynchronization therapy defibrillator (crt-d) is suspected to be depleting prematurely and reached elective replacement indicator (eri) after indicating months remaining. Boston scientific technical services (ts) discussed likely due to charge time (CT). This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that that this cardiac resynchronization therapy defibrillator (crt-d) is suspected to be depleting prematurely and reached elective replacement indicator (eri) after indicating months remaining. Boston scientific technical services (ts) discussed likely due to charge time (CT). This device remains in service. No adverse patient effects were reported. Additional information indicates that this device was explanted. A new cardiac resynchronization therapy defibrillator (crt-d) with a different model was implanted successfully. No additional adverse patient effects were reported.